Manufacturer narrative:
(B)(4). At the time of this report the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient that he experienced halos and glares after implantation of a zlb00 intraocular lens (iol). The patient is not happy with the vision. Reportedly, the physician is not concerned. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received on april 01, 2016, stating that the patient experienced halos, glare and blurry vision in his left eye. The patient commented that he cannot see/read properly and not able to drive with his left eye. Reportedly, doctor has not provided any diagnosis to the patient. A copy of the pre-operative ophthalmological examination results was provided. The date of examination was (B)(6) 2015 which noted following - vision - le (left eye): 6/18, re (right eye): 6/9, tension - le: 15, re: 18, eye drops prescribed - extralube, rodamox, mosi-d, previous glasses- near pgp: +1.00, 4 months old, c/o (complained of ): eye strain, on november 02, 2015, le near pgp: n6. Reportedly, patient's right eye was also operated on a later date for cataract surgery and a tecnis monofocal lens was implanted. The patient does not have problem with the right eye. (B)(4). Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Reported complaint cannot be confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.